Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause was due to the transducers requiring calibrations. After performing transducer calibrations, the issue was resolved. The fsr performed the operational verification procedure and reported the device meets manufacturer specifications.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The customer reported there is no patient involvement associated with the event.